Manufacturer narrative:
This user facility is outside of the united states. The manufacturing history necessary for review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01371 and 3002806535-2016-00194). Hospital discarded as biohazard.

Event description:
It was reported a patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, the patient underwent a closed reduction procedure on an unknown date due to luxation of the prosthesis. During the closed reduction, the head dislocated from the cup. The patient was subsequently revised after a two hour delay. No further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported on 1825034-2016-01944.